Manufacturer narrative:
(B)(4). Boston scientific technical services (ts) discussed a possible connection or a lead issue, noted that it would be up to the physician desertion regarding if an invasive method should be performed. At this time the system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up this patient presented with the device beeping. Upon interrogation it was noted that the right atrial (ra) lead pacing impedance measurements were high and out of range. Noise, as well as loss of capture was also noted on the ra channel. The field representative inquired if the issue could be due to a possible connection issue or a lead fracture. The device was reprogrammed to vvi40 as the patient did not need pacing. It was noted that the atrial based daily measurements were also turned off. The right ventricular (rv) lead appeared to be functioning normally besides high pacing thresholds which had been high since the implant. The rv lead is a competitor lead. No adverse patient effects were reported.